Event description:
The surgeon implanted a silicone lens model aa4204vf and was torn during implantation. The lens was removed without pt injury. The model and lot numbers of the cartridge and injector are unk.